Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received continuous high blood glucose (bg) levels (as high as 600 mg/dl). Boluses via the pump or insulin injections were used to address the high bg levels. The contact indicated that the pump settings were changed with direction from a healthcare provider in an attempt to stabilize the bg. The healthcare provider indicated that hormones and stress may be contributing to the high bg levels; however, the contact thought that the pump was not functioning properly. Tandem technical support had the contact perform a system check using the current supplies on the pump and the pump was found to be functioning as expected.